Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that defective item. 1. Nursing identified that the secondary bag was finishing fast and that fluid was found on the line and on the pump. The line was saved and replaced. Looks to be a hole on the line in the pump segment. 2. Hole on the pump segment above the safety clamp, identified by staff after attempting to infuse normal saline.